Event description:
It was reported that during a lap cholecystectomy case, the device was spinning clips out one after the other. The case was completed with a like device. No patient consequence reported.